Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown mueller cage hip implant on (B)(6) 2002. As the exact date of implantation is unknown the last day of the reported year was taken as implantation date. The patient underwent a revision surgery due to mobilization of the reinforcement ring and the breakage of the screws on (B)(6) 2016. Additional information has been requested and is currently not available.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description (event details, per): it was reported the patient had a mueller ring, implanted in 2002 and revised on (B)(6) 2016, due to mobilization of the reinforcement ring and the breakage of screws. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: a mueller ring fixated with multiple screws and an unknown pe cup located inside the ring were received for the investigation of the case. The ring was almost all covered by the bone cement. It can be observed that one of the screws is broken. Two other screws had their threads damaged. The pe cup inside has been worn significantly in one direction. The wear is most probably due to the impingement caused by the stem. Root cause determination using dfmea: - aseptic loosening due to failure of connection ring / cage and bone screw => possible: it is reported that the reinforcement ring was mobile, which probably led to the breakage of the screw. - fracture/ damage / loosening of implant due to patient disregards limits of the device, wrong behavior of the patient, high patient activity => possible: patient activity level is not known, therefore cannot be excluded. - fracture of implant due to general corrosion (crevice, pitting, galvanic) => not possible: no corrosion is observed on the screw fracture surface. - impingement with stem (decreased rom), dislocation, subluxation, migration of implant, stress shielding due to malpositioning of the implant, wrong alignment => possible: no x-rays were returned, therefore cannot be excluded. - migration of implant due to wrong selection of component sizes, planning, operation technique and use of instruments => possible: no surgical reports were returned, therefore cannot be excluded. - increased wear, loosening or fracture of components due to patient with high body weight => possible: patient weight is not known, therefore cannot be excluded. Conclusion summary: possible causes are defined in the risk assessment section. Additionally, the worn pe liner hints to a possible impingement condition caused by the stem. Subsequently, impingement may have led to excessive stress applied on the pe cup and the mobilization of the ring. Finally, the unstable ring could have caused the breakage of the bone screw due to the continuous motion. However, in the absence of the medical data such as x-rays and the surgical reports, it is not possible to perform a detailed analysis and comment further on this scenario. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an original m.e. Mueller, ring, 54 on (B)(6) 2002. As the exact date of implantation is unknown, the last day of the reported year was taken as implantation date. The patient underwent a revision surgery due to mobilization of the reinforcement ring and the breakage of the screws on (B)(6) 2016.